Event description:
It was reported that during a lap hernia procedure, the device would not pass the pre-test. They got a second device and the blade broke off in the patient. It was retrieved with a grasper. A new device was used to complete the procedure. There was no patient impact. The device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that the device a was received in good visual condition. During the functional testing a "squeaky" noise was heard from the insulated pin assembly. The device was disassembled and it was noted that the insulation was damaged (bent) on the pin. This caused the noise. No conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the device b was returned with the distal tip of the blade broken off and missing. The device was disassembled and it was noted that the insulation was damaged on the pin. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.